Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od(outer diameter) was measured within maximum crimped stent profile measurement . A visual and microscopic examination of the tip found no damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 260 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted along the full length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the device found a slight kink in the inner polymer extrusion 8 mm proximal to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left peroneal vessel. A 3.00x32mm promus premier stent was advanced to treat the lesion. However, during procedure, the shaft delivery system broke upon delivery. The device was then retrieved by pulling the device out of the body over the wire. The procedure was completed with a different device. No patient complications were reported and the patient was alright.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the left peroneal vessel. A 3.00x32mm promus premier¿ stent was advanced to treat the lesion. However, during procedure, the shaft delivery system broke upon delivery. The device was then retrieved by pulling the device out of the body over the wire.the procedure was completed with a different device. No patient complications were reported and the patient was alright.